Manufacturer narrative:
After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. (B)(4).

Event description:
Customer reported via phone call that insulin pump quit working. Customer¿s blood glucose was unknown. Customer stated that display returned after insulin pump restart. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.